Event description:
It was reported the physician could not clear the catheter during the implant procedure so a back table prime was done. There was old drug in the catheter and a new concentration of drug in the pump and pump tubing. The system was being used to deliver fentanyl with the previous concentration being 400 micrograms per milliliter and the new concentration being 100 micrograms per milliliter. It was later reported the patient was doing well and receiving effective therapy. The pump was filled on the back table.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11140r20, implanted: (B)(6) 2002, product type catheter. (B)(4).